Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose was 514 mg/dl which was treated with a manual injection. Reportedly, the customer continued to use manual injections for insulin therapy. Multiple follow up attempts were made to complete troubleshooting with the customer, however, the customer did not respond to follow up attempts.